Event description:
Additional information: after two days of support, the patient developed aortic regurgitation and the decision was made to explant the pump. Extracorporeal membrane oxygenation was subsequently placed for ongoing support.

Manufacturer narrative:
Additional information has been received and following fields have been updated: b1. Adverse event selected. B2. Other serious (important medical events) selected. B5: additional information added. G3 date received by manufacturer updated. H1 type of reportable event. H6 health effect-clinical code. H6-health effect-impact code. H10 instructions for use for the related event are as follows: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings. Section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. "Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: impella cp with smart assist catheter insertion ¿impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), portable c-arm fluoroscopy, or chest x-ray can help confirm the position of the impella catheter after placement, these methods do not allow visualization of the entire catheter assembly and are inadequate for reliably placing the impella catheter across the aortic valve¿ section: use of echocardiography for positioning of the impella catheter impella catheter inlet to the aorta ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: understanding and managing impella catheter position alarms ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a patient with ischemic cardiomyopathy was implanted with an impella cp for mechanical circulatory support; however, delivery difficulty was encountered. Upon insertion of the impella cp pump up to the left ventricle, it was noted the pump was in the wrong position and was pulled back into the aorta. The pump was torqued and re-advanced, but the shaft and wire became entangled, stuck making it impossible to proceed beyond the ascending aorta. The pump and wire were subsequently removed entirely, and a new wire was inserted for delivery. The introducer was then replaced with a 16fr medikit sheath, but the medikit sheath came off while positioning for the pump was being established. The delivery was eventually successful, and it was noted the impella cp pump worked without any issues. There was no report of harm to the patient.

Manufacturer narrative:
The investigation for the heart valve damage and the delivery issues has been completed. The impella device was not returned for evaluation. Data logs were not relevant to the failure mode. Clinical details states that during insertion and positioning of impella in the lv, the 0.018" became stuck on the pump because the physician used torque to try and advance both back into the lv. The root cause of the delivery issue was use related because the physician attempted to advance using torque. Additionally, trying to advance the pump when it is tangled with the guidewire is a use issue. Because of the limited clinical notes and no product nor data logs were returned, the root cause of the heart damage cannot be determined. D4-corrected model number.